Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, difficulty crossing the lesion was encountered and after passing the lesion the device was dilated at 6 atmospheres. However, the pressure did not increase upon first inflation, so the device was removed, and a vertical crack was seen in the balloon. Hence, the balloon was ruptured probably during delivery upon. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.